Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The colonovideoscope's air/water channel had white foreign material. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the cause of the foreign material that remained in the air/water channel was not confirmed. There was no damage to the area where the foreign material was detected. It was unknown whether there was a deviation from instruction for use (IFU) in reprocessing steps for the locations where foreign material remained. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable/preventable by handling the device in accordance with the following (instruction for use) IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.